Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the failure of the system computer. Upon functional testing, the fse found that some operation information and necessary problem information was not included in the system error log. To resolve the reported issue, the fse reinstalled the system. After the reinstallation of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that one of the system's computers failed, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.